Manufacturer narrative:
H10: the device was manufactured from may 12, 2019 - may 14, 2019. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that there was small tear at the upper right edge of the bag where the customer had marked. Functional testing was performed, and it was noted that there was a leak at the upper right edge of the bag. A magnified visual inspection was also performed, and it was noted that there was a tear/hole in the upper right edge of the bag where the leakage was identified. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted a medwatch report for this event: mw5092154. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pin-sized hole was observed on the right side of a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This was identified prior to use. There was no patient involvement. No additional information is available.